Event description:
It was reported to medtronic minimed that the customer reported damaged insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found damage back of the pump. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Moisture damage was noted on motor force sensor flex connector gold traces and corrosion was noted on keypad flex connector gold traces, motor flex connector, motor force sensor flex connector, internal and external battery connectors, and electronic assembly. Flashing medtronic logo was due to corroded electronic assembly. Unit was also received with battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) and battery tube threads - cracked were noted. In addition, unit was received with flashing medtronic logo due to corroded electronic assembly. Isolate to electronic assembly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.